Manufacturer narrative:
Health professional. Analysis found that during check out, stim 1 and stim 2 were not responding to the stimulus since the device had a blown fuse and broken control printed circuit board (pcb). The main patient interface board was replaced and new fuses were used. The device was tested and passed all manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient interface was returned for preventative maintenance with no allegation of malfunction.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.